Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited damage to the air/water supply connector (the cleaning tube cannot be connected to the equipment side connector of the cleaning tank). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the front panel was missing an item, the rear panel had corrosion, the rear panel had damage, the top cover was damaged, the caster was deformed, and there was liquid leakage from near the net that holds the water supply nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the facility. The fse replaced with damaged connector and verified the equipment according to original equipment manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it was thought that the user applied stress in the tightening direction to the connector when inspecting the equipment connector or removing the cleaning tube, resulting in damage to the threaded part of the air/water supply connector. The root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 inspection before use 3.2 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.